Event description:
Subsequent to the initial medwatch report, additional information indicates that the procedure was performed in the slightly calcified diagonal artery for treatment of a 70% stenosis. Direct stenting was performed and the stent delivery system could not cross the lesion. The physician withdrew the stent delivery system from the anatomy and noted that the stent was not on the balloon. No intervention was performed to retrieve the stent from the anatomy. Dilatation was performed using a non-abbott balloon and a non-abbott stent delivery system was used to treat the target lesion. Two additional lesions were treated with non-abbott stents in the circumflex artery and the right coronary artery. The patient was discharged two days later. The patient was re-hospitalized one week post hospital discharge and coronary angiography was performed. The patient ultimately died on (B)(6) 2011 due to massive thrombosis at all stent locations. No additional information was provided.

Manufacturer narrative:
(B)(4). No pre-dilatation. The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer noted a guide wire positioned in the diagonal and a balloon dilatation at the lesion site. Five scenes later a deployed stent is visible over the lesion site and the wire is removed from the diagonal. A guide wire was then positioned in a marginal branch and a stent is deployed. The reviewer concluded that there are no images of an undeployed stent in the coronary arteries nor of an unsuccessful attempt to cross the lesion with a stent. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. It should be noted that the delivery procedure section of the multi link 8 coronary stent system instructions for use (IFU) cautions: pre-dilate the lesion with a ptca catheter. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
The multi-link 8 stent delivery system was a 2.5x18 not 2.5x08. Subsequent to the previous medwatch reports, information was received stating that during the procedure, the patient received 50mg and 20mg of heparin. The patient was taking plavix post procedure. There was no non-compliance regarding the patients treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in an unspecified coronary artery, the 2.5x8 rx multi-link 8 stent delivery system was advanced and the stent dislodged. The stent could not be retrieved and remains in the anatomy. There was no reported adverse patient sequela and no significant clinical delay in the procedure. Though requested, no additional information was provided.